Manufacturer narrative:
Follow-up #1 date of submission 08/20/2013 device evaluation:the returned cartridge was evaluated by product analysis on 007/26/2013 with the following findings:the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter indicated that air bubbles were forming in the cartridge a few hours after placing the new cartridge into the pump. The patient indicated that the luer lock connection was tight and the cartridges were filled correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (B)(4) 2013: additional information: the patient contacted animas again on (B)(4) 2013 reporting a continued issue with air bubbles in the cartridge. When the cartridge filling technique was review, the patient indicated using refrigerated insulin and the patient was filling the cartridge with insulin and then reinserting the insulin into the vial. The patient was advised on correct cartridge filling techniques.